Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer's blood glucose level was reported to be 400 mg/dl, which was addressed with a correction bolus. The customer was able to load a new cartridge on the pump and was able to get through the load sequence successfully.